Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the event reported as 'c cover burn' was caused due to the user using a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. The event reported as 'foreign matter inside the auxiliary water tube and nozzle' a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside the auxiliary water tube and nozzle, as well as having a c cover that was burnt. There was no patient involvement.